Event description:
New information received notes the patient presented in clinic and programming changes to sensitivity were completed. The patient was stable before, during and after the changes.

Event description:
It was reported that right ventricular noise determined to be myopotential oversensing with instances of pacing inhibition was observed on the implantable cardioverter defibrillator. Programming changes were made. There were no reported patient symptoms or consequences.